Event description:
In this event it is reported that use of the propex ii measuring wire resulted in incorrect measurements. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
All received measuring cables successfully passed both incoming inspection upon receipt and final inspection prior to dispatch. These inspections, conducted for the relevant lots, were performed in accordance with ansi/asq z1.4 with an aql of (B)(4), and no nonconformities were identified. This report concerns one cable that has not yet been received. To date, a total of twenty cables have been reported as malfunctioning. However, three were confirmed to be functioning as expected, and one has not been received and therefore could not be verified. Accordingly, sixteen cases remain as valid malfunction reports, while tens of thousands of cables have been shipped and are currently in use without issue. It should be noted that the cable in question was manufactured in february 2024. No information is available regarding its actual duration of use. In addition, the warranty period for the product is six months. Considering the cables¿ established performance and reliability over more than 20 years of use, it is reasonable to assume that improper usage may have contributed to the reported issue. Nevertheless, as a proactive support measure, a replacement cable will be provided.

Manufacturer narrative:
Additional information received: we received the following information regarding this complaint are: no patient was injured. The measurements are sometimes missing, with poor contact and over. When we received the complaint product, the return will be arranged. This is a follow up report for this additional information. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code: 4580. Health effect - impact code: 4648. The correct codes for this complaint are: health effect - clinical code: 4582. Health effect - impact code: 2199. This is a follow up report to correct this code.